Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the image noise was likely due to a temporary contact failure caused by flooding of the electrical contacts of the electrical connector. The most probable cause of the plastic distal end cover was likely due to a high-energy treatment tool used without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had image noise and burnt plastic distal end cover. There was no patient involvement.